Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe tip was unable to be inserted into a cannula during a vitrectomy. The laser probe was exchanged to complete the surgery. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed excess adhesive on the nitinol-cannula junction. The probe became stuck when inserted through the 25-gauge trocar replicating the reported event. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation has been opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. No sample was returned for evaluation. The 25 gauge illuminated flex curved laser probe, l/n was manufactured on february 21, 2018. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).